Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was inspected on an unknown date. According to the complainant, they noticed that the black exit marker of the device could be easily manipulated and was loose. There was no patient or procedure involved.

Manufacturer narrative:
A visual examination of the complaint device revealed that the exit marker was slightly bunched up and moved from its original and correct placement. Based on the condition of the returned device, the reported failure of exit marker loose was confirmed. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was inspected on an unknown date. According to the complainant, they noticed that the black exit marker of the device could be easily manipulated and was loose. There was no patient or procedure involved.

Manufacturer narrative:
(B)(4) for the reported event of exit marker loose and detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.